Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, a piece of plastic debris from the inside of the cartridge lodged itself in the cartridge pigtail tubing. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.